Event description:
An instrument fragment separated from the instrument but was retrieved. No pt injury or adverse event was reported. The procedure was converted to an open procedure since an appropriate backup instrument was not available. No additional surgical procedure was required.